Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a13, a21, frozen screen and audio or beep anomaly due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm, audio beep anomaly and frozen display. The customer's blood glucose level was unknown. The customer's levels had been as high as 434mg/dl. The customer changed out their set. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.